Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer will run the extended self-test and on a test lung to try to duplicate the issue.

Event description:
It was reported that the 840 ventilator generated an error which rendered the unit inoperable. The ventilator was not in use on a patient at the time of the reported event.